Event description:
At a crt-d-implant procedure the physician wanted to place a 4598-88 lead. A zinger medium guide wire was therefore pushed into the lead. After several attempts to position, the lead in the target vein, it was not possible anymore to handle the zinger medium wire in the lead. No more movement could be done and it was necessary to remove the 4598 lead together with the inserted wire. An new lead was taken for further procedure. No patient injury reported.

Event description:
Device evaluation: the lead was returned with the guidewire stuck in the lead. There is a small amount of green material that is likely shavings from the green coating on the guidewire in the proximal end of the lead. It is likely that the material became separated from the guidewire when it was attempted to be removed from the lead. The returned guide wire is stuck in the lead. Coils were visible in the tip opening of the lead and there was a large amount of blood ingress into the lumen.

Manufacturer narrative:
Evaluation, results: (investigation of returned device in progress). Conclusions: inconclusive - investigation in progress (investigation of returned device in progress).

Manufacturer narrative:
Evaluation, conclusion: wire stuck in lead due to blood drying in lumen and was further damaged during removal attempts.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.